Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges that the vent check failed at set up due to leaks. Defect was discovered prior to use on a patient during inspection/functionality testing.